Event description:
It was reported that the patient (pt) was scheduled for a mitral valve replacement. While in cardiac intensive care unit, intra-aortic balloon (iab) was prepped. Md began to insert iab sheathless over guidewire & into pt. Guidewire was kinked & iab could not be placed. As a result,. Md removed iab & put in a sheath. Same iab could not be advanced through sheath because membrane was not tightly wrapped. As a result, md requested a second iab. This iab was prepped & when being inserted into sheath, it became stuck. Md removed iab from sheath & inserted another iab with success.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.